Event description:
It was reported that balloon rupture occurred. The 100% chronic totally occluded target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After crossing a guide wire to the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 8 atmospheres due to the lesion calcification. This device was exchanged to another of same device and after several dilatation was performed, the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).